Event description:
New information noted that a repeat of post-paced t-wave oversensing on the implantable cardioverter defibrillator. The patient condition was unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. The patient was in stable condition.